Event description:
It was reported that the sheath exhibited a valve leak. During a pulse field ablation (pfa) to treat atrial fibrillation a faradrive steerable sheath clear was used. The sheath exhibited a valve leak, though the sheath was still used to complete the procedure. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.